Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's aid, (B)(6), is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from trueresult meter to alternative meter. On (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 63 mg/dl using trueresult meter and 144 mg/dl using alternative meter. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 09/27/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous fasting test results (date / time not set): (B)(6). Adverse event not reported.